Manufacturer narrative:
(B)(4). The device was reported as available for evaluation, but has not been received by the manufacturer at the time of this report.

Event description:
Customer complaint alleges "the equipment stopped working after a day of functioning correctly." Alleged event reported as occurred during use. There was no report of patient impact or consequence.

Manufacturer narrative:
(B)(4). The unit was returned and sent to the manufacturer (pegasus research corp) for evaluation. Pegasus reports that "upon receipt of unit the claim was confirmed. Evaluation revealed that thermal-fuse prevented the unit from generating heat. The thermal-fuse was replaced and the unit operated within specifications. DHR show that the heater was working within specifications at the time of release. The approximate age of the heater is 495 days." The heater will be returned to the distribution center upon estimate for repair approval. The heater is out of warranty.

Event description:
Customer complaint alleges "the equipment stopped working after a day of functioning correctly." Alleged event reported as occurred during use. There was no report of patient impact or consequence.